Manufacturer narrative:
The product was returned and analyzed, the lead body damage allegation was not confirmed -- based on normal lead resistance measurements, a passing hipot test and inspection that showed no lead body damage (other than induced damage consistent with electrocautery).

Event description:
It was reported that this right atrial (ra) lead was explanted and returned and analyzed due to an observation of a lead fracture. No additional adverse patient effects were reported.